Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button issue. The blood glucose at the time of the incident was unknown. Customer also reported that insulin pump had battery life diminished and no delivery alarm. Troubleshooting was performed. The device will not be returned for analysis.